Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that on (B)(6) 2019 a patient was connected to the ventilator for respiratory assistance. The ventilator generated an alarm regarding a problem within the power supply "power module failure". The ventilator was replaced. No injury reported.

Manufacturer narrative:
We were informed that during on-site activities by the hospital the power supply was replaced. Unfortunately it was discarded already so that it could not be made available for analysis at manufacturer site. Finally the investigation was performed based on a provided photo presenting a log file extract at which he log entries indicate a failure of the internal battery system. According to the initial information a power supply failure occurred during use. In this case the device switches to the internal battery to continue operation accompanied by a visual and acoustical alarm. When using the internal battery additional messages like "int. Battery low" and "int. Battery almost discharged" are posted during the discharging process. Probably after switch-over to the internal battery a failure of the internal battery system occurred resulting in a restart of the device which is the specified reaction when a deviation is detected. During a restart the pneumatic system is opened- the airway pressure is reduced to ambient pressure allowing for spontaneous breathing. The restart is accompanied by an audible and visible alarm of high priority. A restart lasts approximately 12 seconds, after which the device continues ventilation with the last settings if the detected problem could be solved. Finally it is recommended by the manufacturer to check the battery wiring and to replace the internal batteries. It can be concluded that based on the available information the device behaved as specified for a detected deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.